Event description:
It was reported that the device exhibited a shorter eri to eos margin than estimated, resulting in loss of pacing output and an inability to be interrogated. The device was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported short eri to eos margin and an inability to interrogate the device was confirmed in the laboratory and was due to low battery voltage. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The short eri to eos margin was likely caused by a scheduled capacitor maintenance occurring between eri and eos. The device was tested using automated test equipment, and no anomaly was found.